Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue and perform preventative maintenance (pm). The fse performed pm and full calibration. The unit passed all functional and safety tests. The unit was returned to the customer.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during flight, the cs300 intra-aortic balloon pump (iabp) showed an auto-fill failure" message with corresponding cessation of balloon inflation/deflation. Tt went through trouble-shooting items utilizing the "help" screen on iabp (without success). Tt called receiving facility to notify them of the pump failure and to receive guidance. Receiving physician and other staff members met tt at the helipad. Issue was resolved on the helipad at receiving facility. No deterioration in patient condition occurred throughout this event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Event site name was shortened due to character limitations. The complete name is (B)(6).